Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced several inappropriate shocks due to atrial fibrillation being conducted in the ventricular fibrillation (vf) zone. With the vf zone set at 200 beats per minute, reviewing the electrograms indicated that these shocks could potentially be prevented by raising the vf zone threshold to 230 beats per minute. The physician has been informed of the programming recommendations. There have been no reported adverse patient effects, and the device continues to be implanted and operational. Additional information: multiple remote alerts have been received, indicating that atp (anti-tachycardia pacing) and additional shock therapy were administered on (B)(6) 2024. The occurrences of atp and ventricular shock therapy suggest the possibility of inappropriate treatment due to atrial arrhythmia with rapid ventricular response (rvr). Further review was recommended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced several inappropriate shocks due to atrial fibrillation being conducted in the ventricular fibrillation (vf) zone. With the vf zone set at 200 beats per minute, reviewing the electrograms indicated that these shocks could potentially be prevented by raising the vf zone threshold to 230 beats per minute. The physician has been informed of the programming recommendations. There have been no reported adverse patient effects, and the device continues to be implanted and operational.